Event description:
Cs25 was loaded, anvil detached, reattached, closed and fired. Received "fired completed" message on pc. The assistant tried to press "open" on the remote to check the donuts and the system did not respond. Tried to press close and open again with no response so replaced the remote control unit and the dlu opened, enabling the surgeon to check the donuts.